Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A4: patient weight provided for reporting. H3, h4, h6: a review of the device history record has been requested. D4: part number and UDI updated. D4: expiration date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the complaint condition could not be confirmed according to the received pictures. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.269s, lot: l775701, manufacturing site: bettlach, release to warehouse date: 26. Feb. 2018, expiry date: 01. Feb. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the received pfna nail is broken apart at the blade hole. The surface of hole has at both end clearly visible marks from weight bearing. In general is the device is in a very used condition with discolorations and scratches all over. Dimensional inspection: checked outer diameter at the fracture one and is within specifications per relevant drawing. Citrus shaped pfna blade hole 11.035mm and 12.305mm was not measurable as broken across the bore. Based on the manufacturing documents this this feature pass a 100% inspection. Drawing/specification review: relevant drawing was reviewed to verify the dimensions and the material of the nail. The material certificate of the used round 60010227 with lot l749235 was reviewed. The review has shown that the material of the pfna nail is tan (ti-6al-7nb) according to norm iso 5832-11 for implants for surgery. Summary: the complaint is confirmed as the pfna nail is broken at the pfna hole. This lot of 12 pieces was manufactured in february 2018, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna blade (part# 04.027.035s, lot# 1l89539, quantity 1), 4.9mm ti locking bolt 42mm(part# 459.420, lot# 5943522, quantity 1) . This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a revision procedure due to a broken proximal femoral nail advanced (pfna) nail. The nail was discovered broken a few weeks prior to the revision procedure. The device was originally implanted on (B)(6) 2018. There was a surgical delay of one hundred fifty (150) minutes. It is unknown how the issue was discovered. Patient and procedure outcome was reported as good. This report is for a pfna nail. This is report 1 of 1 for (B)(4).